Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm reading was much higher than her actual bg level. While on a bus trip her cgm reading was about 329 mg/dl with a flat arrow but she was not feeling symptoms of her glucose being high. It had alarmed when the cgm went over her high setting of 200 mg/dl. Because the bus was moving and jostling her, she had to wait a few minutes for the bus to slow down, then took an unspecified correction dose of insulin without doing a fingerstick to verify her bg. About 5 minutes after the insulin dose she got off the bus and was feeling lightheaded and dizzy, consistent with how she feels when her glucose goes low. Two minutes later, while trying to get her supplies out to check a fingerstick bg, she experienced a hypoglycemic seizure and passed out. Paramedics were called and administered a glucagon injection to raise her blood glucose. After the glucagon, and about 20 minutes after the seizure, her bg was about 60 mg/dl, so she knows it was much lower than that before the seizure. The paramedics also started an intravenous (IV) therapy while she was in the ambulance on the way to the hospital. She was completely blacked out for about 30 minutes. She sustained bruised ribs and a dislocated jaw from the seizure, with her jaw stuck open. At the hospital, she had her jaw relocated. She was sent home after two hours. At the time of contact, her body was still sore, and her jaw was sore with chewing or yawning. The hospital physician instructed her to take advil if needed. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.